Event description:
Pt had a 0.5 cm x 2.0cm unstageable pressure injury to the upper lip/mustache. Had the anchor fast device on. Required debridement and surgical closure by plastic surgery. The product was applied to the patient on (B)(6) 2017 and the date of the injury was (B)(6)2017.